Event description:
The facility alleges applier continues to hold clip and will not release from vessel. Unknown if there was any patient injury.

Manufacturer narrative:
The device has been requested for evaluation, but has not been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation.